Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient was getting 2 coupling boxes. The patient stated they would sometimes get 0 coupling boxes but had never been able to get more than 2 when charging the ins. The patient reported the ins was currently charged to 75% but the ins battery was not increasing even though they had been charging for 30 minutes. The patient noted they experienced the issues on (B)(6) 2018 which was also the first day they attempted to charge their new ins. The patient called the local rep and was redirected to call patient services. The patient noted there was no bandage over the ins site. The patient also mentioned they got 2 coupling boxes when they got close to the door or window. An email was sent to repair, although it seemed likely the external equipment was not the issue as the equipment was brand new. It was reviewed that the poor coupling may be due to healing process/swollenness of surgical site. Patient did not indicate ins site was swollen. Patient insisted that the external equipment was defective and requested a replacement insr antenna. Repair was sending the patient a replacement insr antenna. The patient called back the next day and stated that the new insr did not resolve the recharge coupling problem. The patient also used another insr from another patient and it also did not resolve the problem. The patient would then follow up with their hcp. There were no further complications reported.